Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead had no motor responses intra-operatively. Diagnostic testing and troubleshooting included x-rays and use of a back-up external neurostimulator. A new lead kit was opened, a new lead worked well, and the issue was resolved. The cause of the issue was not determined. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hqju, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).